Event description:
It was reported a bladder neck suspension procedure was performed without incident. Approximately 1-2 months post procedure, the protegen sling material was visible through the vaginal wall. The sling material was removed without incident. The pt remains continent. No pt sequelae resulted from this event. The device was destroyed by the user faciltiy. Therefore, no failfure analysis will be available. Follow up indicated one week post procedure, the pt had suprapubic pain during heavy lifting. Bleeding was noted which subsided. The pt did not notify the physician of this occurrence. Co believes the above factors may have contirbuted to this event. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."